Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), migraine ("migraines") and arthralgia ("joint pain"). The patient was treated with surgery (essure removed along with tubes). Essure was removed. At the time of the report, the back pain, menorrhagia, migraine and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, menorrhagia and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), migraine ("migraines") and arthralgia ("joint pain"). The patient was treated with surgery (essure removed along with tubes). Essure was removed. At the time of the report, the back pain, menorrhagia, migraine and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, menorrhagia and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.